Event description:
Patient had heparin infusing. Pump alarming infusion complete. Heparin bag was full. All clamps were open. IV patent. Patient with multiple subtherapeutic ptts. Per clinical engineering, not seeing anything in the log to indicate why it didn't infuse. It passed as vendor verification tests. Will send to baxter. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter) ongoing, part of class I recall.